Event description:
It was reported that the non pacer-dependant patient presented in the emergency room after receiving inappropriate shocks due to p-wave oversensing. No capture, decreased sensing and decreased impedances were also observed. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.